Manufacturer narrative:
Literature citation: nagamachi, akihiro; takahashi, yoshinori; endo, toru. "Results of balloon kyphoplasty for the treatment of osteoporotic spinal compression fractures". (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in an abstract that a total of 10 patients underwent balloon kyphoplasty procedures (bkp) to treat osteoporotic vertebral compression fractures. Compression fractures occurred at the l1 level in 3 patients, at t11, t12 and l2 in 2 patients each, and at the l5 level in 1 patient. According to the report, bone cement extravasation confirmed on postoperative CT was observed in one patient into "the intervertebral foramen and the inside of the vertebral canal". This patient reportedly "developed radicular syndrome and bone cement extraction was required". No further information was reported. The type of cement used in this case was not specified in the abstract.